Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as this device was not used in the procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete device information.

Event description:
Related manufacturer report number: 1627487-2019-13952. It was reported that the patient coded after the leads were placed during a perm implant procedure. Patient was revived and the leads were explanted. The procedure was abandoned. There were no lasting effects on the patient.